Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 5:09 pm on (B)(6) 2018, the customer tested a patient by fingerstick on the meter and the result was 6.6 inr. The patient had a lab test within 7 hours and the result was 4.83 inr. The patient's therapeutic range is 2.0-3.0 inr. The meter's heater plate is not clean and has blood residue on it. The customer thinks the patient's hematocrit could be below 25% but is not sure. Patient had not been on coumadin for 12 days. The patient tries to drink leafy greens. Patient has poor liver function and their liver is not clearing medications. There was no allegation of an adverse event. Retention test strips (286324) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.